Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer logged into admin and ran the hardware testing application. The drawer did not show any errors in hta, and all pockets were ejected. The fse removed debris from underneath the pockets and reseated the roll board tray cable. The fse then removed the drawer from the cabinet and inspected the retractor band. The pyxis module controller board was replaced, the firmware was updated, and the drawer was configured. The customer was able to access and inventory the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 3b1 drawer 3.2 pocket failed. The customer stated that they were unable to resolve the issue and after rebooted the unit, the error temporarily disappeared; however, the failure reoccurred whenever any medication was refilled on the drawer, displayed the message device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.